Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a dreamtome was fed through the port of the biopsy cap and met resistance. The scope was removed from the patient and it was noted that the sponge from the biopsy cap had detached and was pushed into the biopsy channel. The sponge was removed from the scope using pediatric forceps. It was reported that a water soluble lubricant was applied to the top of the biopsy cap, prior to use. The procedure was completed with a different scope and using another rx locking device biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.